Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). After a guidewire crossed the lesion, a 1.50mm x 12mm emerge¿ balloon catheter was advanced for pre dilatation. However, during 3rd inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.